Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right ptosis mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 385cc mentor memorygel breast implant on both sides and experienced bilateral ptosis, and breast implant rupture on her left side postoperatively. The patient underwent bilateral replacement surgery with catalog number 3507385mc; serial number (B)(6) on one side, and with catalog number 3507385mc; serial number (B)(6) on the other side on (B)(6) 2023. This medwatch report is for the patient¿s right-sided device.